Event description:
The 840 ventilator stopped cycling while on a pt. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory and replaced the bdu cpu and the al pcb. The cse reported the unit passed extended self test. There was no report of any pt harm or injury.